Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient stated she had visited a (B)(6) store in (B)(6) 2016 and did not feel a "shock" like she usually does, which has occurred since implant on (B)(6) 2009.

Event description:
Additional information received from the patient indicated that every time they went to a certain store, they were zapped since the year of implant. This was reported as a sudden change in therapy. The therapy was off at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.